Event description:
I had lasik performed in both eyes on (B)(6) 2017. I saw the eye dr for f/u on (B)(6) then again on (B)(6). I complained of serious dryness and eye pain and was diagnosed dlk (or sands of the sahara) on (B)(6) 2017. Dlk diagnosis post lasik.